Event description:
Information was received from the healthcare provider via a clinical study regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the battery was not working and the patient experienced baclofen withdrawal. The system was explanted. (B)(6) 2022 (hcp, (B)(4)): document contained no new information. (B)(6) 2022 (hcp, (B)(4)): document contained no new information.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2021, product type: catheter. Product ID: 8596sc, serial# (B)(4) implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.